Event description:
It was reported that a patient underwent a radical prostatectomy on (B)(6) 2013 and an eyed needle was used. When penetrating the bladder neck the needle broke. There were no adverse patient consequences. [

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Several instrument marks were found at the needle eye area, which indicate that the needle was handled there. Grasping at the needle eye (the most sensitive area of the needle) or at the needle point could cause deforming, bending or fracture of the needle.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.